Event description:
Customer reported that the act and esc buttons on the insulin pump are not responding. Customer stated she was wearing the device near her skin while sweating. Customer was trying to deliver a bolus when she noticed the keypad issue. Blood glucose value was 114 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with minor scratches to lcd window. Device received with cracked case at display window corners, battery tube threads and belt clip slot and missing end cap sticker.